Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Leakage was noted from the cracked adhesive of the bending section cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, leakage was noted at the distal end of the evis exera iii bronchovideoscope. The issue was noticed during reprocessing. The device was returned and an inspection revealed, the coating of the insertion tube was peeled off (greater than one millimeter square (1mm2)). This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed peeling of the coating on the insertion site could not be determined. Olympus will continue to monitor field performance for this device.